Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #4x13mm cr triathlon trial insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
While trialing for primary total knee, dr. Tapped on the insert trial to get it to seat using the insert tamp (black plastic tipped) the trial insert fractured, it did seat and the dr. Was able to get a good trial and removed the insert trial and proceeded with the surgery and completed the case with no other complications.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a triathlon trial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The reported product and issue has been identified as being a part of the scope of nc which was initiated on 02-nov-2015 for exceeded complaint rate.

Event description:
While trialing for primary total knee, dr. Tapped on the insert trial to get it to seat using the insert tamp (black plastic tipped) the trial insert fractured, it did seat and the dr. Was able to get a good trial and removed the insert trial and proceeded with the surgery and completed the case with no other complications.